Event description:
Device 1 of 2. The pt received 2 scs ipgs with the same lot number and different serial numbers. Reference MFR report: 1627487-2012-03465. It was reported the pt is receiving stimulation however, she experienced pain at her scs ipg pocket site. The pain resolved on its own. The pt is now experiencing tenderness at the pocket site. The pt was advised to consult with the physician. There is no additional info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.